Event description:
I am using freestyle libre 2 continuous glucose monitoring. Three times in less than three weeks sensors have triggered a low glucose alarm. In two of those three circumstances my blood glucose levels were determined to be in a safe range using a separate finger stick meter. Abbott has responded by sending out replacement sensors. I've been told that low temperature has been the believed cause of this problem. Abbott is shipping sensors by carriers such as fedex, with no attempt to ensure that the sensors are maintained in a climate controlled condition. I've had three sensors fail in a similar manner in quick succession. While most experienced diabetics will recognize by their physiological responses that a hypoglycemic event is or is not occurring despite sensor reports to the contrary, it does cause lost sleep, stress and additional expense as readings must be independently verified using other measurement devices. A false low isn't as dangerous as an actual low. But the inability to trust the readings is harmful. If a patient were using their freestyle libre 2 in concert with an insulin pump, the pump would likely stop supplying insulin given these faulty readings. Patients and doctors should be alerted to this problem. Abbott needs to react quickly. When the freestyle libre 2 was indicating 69 mg/dl. And displaying a low glucose alarm. This has happened on each of the last three sensors. Two from a pharmacy and one fedex shipped into sub-freezing temps with no attempt to monitor or control the units temp. Reference reports: mw5150615, mw5150616.